Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the screen was hard to see. The customer¿s blood glucose level was unknown. Customer also reported that they needs light to see the screen, back light doesn t work, battery life had diminished, changes battery every month and insulin squirts out the cannula. The device will not be returned for analysis.

Manufacturer narrative:
The pump was received with normal operating currents and passed the self-test, a21 error and displacement tests. No unexpected low battery, weak battery, battery out limit or failed battery test alarms were noted during testing. The back light also functioned properly.